Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06681. It was reported that the catheter became stuck on the guidewire. The target lesion was located in the superficial femoral artery (sfa). A 7 x 60 x 130 innova stent was selected for use. The stent delivery system (sds) became stuck on the guidewire when it was being removed from the patient. Wire access was lost. A second 7 x 60 x 130 innova stent was then selected for use; however, the same issue occurred. The procedure was completed with a third 7 x 60 x 130 innova stent. There were no patient complications and the patient condition is fine.